Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ missing piece of the shell assessed as to inconclusive. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health care professional reported a right side rupture and capsular contracture baker grade iii. Healthcare professional reported "pieces of bilateral capsulectomy: fibrous fatty tissue with lymphohistiocytic and xanthomatous inflammation". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "pieces of bilateral capsulectomy: fibrous fatty tissue with lymphohistiocytic and xanthomatous inflammation".

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Health care professional reported a rupture and capsular contracture baker grade iii. Device has been explanted and replaced with a non- allergan device. This relates to the right side.